Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: the surgery was a rectal resection, and the product was placed in the pelvic floor. After the drain breakage, the drain was not replaced, and the procedure was completed only by removal of the drain. The patient's condition is fine, although follow-up is being conducted afterward. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Unk. Please clarify, did the user miss to properly connect the drain to the reservoir? Unk. Did the drain fail while in use? No. How was the case completed? To take out the drain from the body. Please perform and document the follow up attempt for product return. The device has been received at sukagawa and will be shipped. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a rectal resection on (B)(6) 2023 and a drain was used. The product was placed in the pelvic floor. In the ward / ICU, unnoticed, the clear tubing of the drain was disconnected from the white break drain connection. The reservoir had been connected to a uroback and no suction was applied. After the drain breakage, the drain was not replaced, only by removal of the drain. The patient's condition is fine. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: product received for analysis. Complaint sample review : one complaint sample of flat drain (in two parts) was received for evaluation, during visual inspection it was observed that, both the parts were separated from hub area, and there were visible cut marks on the separation surfaces of both the parts. During investigation of the complaint, bmr and retained sample review could not performed, as the lot number of the complaint was unknown. It is suspected that, hub area of the drain might have came in contact with some sharp tool used prior / during surgery, and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. Therefore, further investigation of the received samples is not possible, as these factors are out of scope. As per standard practice, 100 % functional test and 100% visual inspection was carried out, visually. Before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.